Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 30-jan- 2023, it was reported that the infusion set's tubing got detached at the site as it popped out/lasted for a day. This issue occurred only at night while the patient was sleeping.  The site location was right side of patient's abdomen and the pump was located on the right side of the belt. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing as the patient lifted and was rolling over. Additionally, the pump was not dropped with the set connected to patient's body. No further information was available.